Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed (the stent was deployed by the operator outside the patient body). The proximal end of the stent was found to be broken fractured and deformed. The stent delivery wire (sdw) and the introducer sheath was not returned. Function inspection for 'stent difficult/unable to advance or pullback through catheter' was not performed due to the subject stent was noted to be deployed in the visual inspection. Also, stent deformed functional test was cannot be performed due to the issue was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the introducer sheath was properly inserted all the way into a microcatheter prior to transfer. The rhv was opened enough to allow passage of the stent through without causing damage. The event description states that 'after advanced the stent into microcatheter, big resistance was encountered so the operator withdrew the stent out together with microcatheter and then used a guidewire to push the stent out of microcatheter on the table. The stent was returned deployed (deployed outside of the patients body by physician). The stent was deformed at the proximal (closed cell) end and one of the struts was also broken with the marker band missing. The stent delivery wire (sdw) was not returned for analysis and the introducer sheath was not returned for analysis. The as reported codes as well as the as analyzed 'stent difficult/unable to advance or pullback through catheter' and 'stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the proximal end of the subject stent was found to be broken / fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.